Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Sex/gender: unknown/ not provided. Date of event: exact date unknown, not provided. Best estimate is between (B)(6) 2019. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zkb00 intraocular lens (iol) was explanted due to the patient experiencing diplopia vertically in the right eye, trouble focusing, and seeing small shadows under letters when reading. There was no incision enlargement, no vitrectomy, no sutures done. No patient injury post-explant. Follow-up confirmed that the product will not be returned. No other information was provided.